Event description:
Treatment of an avm. During catheterization, it was reported that the guidewire had exited out of the catheter prior to the distal tip. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. The eval of the device revealed that the failure of the corewire occurred due to tensile overload. Same report as MDR# 2029214-2008-00064. (B) (4).